Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 5-6 years ago model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 13543180, model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.